Manufacturer narrative:
Welch allyn technical support did troubleshooting with the customer and confirmed the findings for the fuzzy display. Connections were checked and the sender and receiver hall research boxes were rebooted. The display was still very fuzzy. Another display was introduced and it worked fine. Possible causes of a fuzzy display may range from movement of the display to physical shock of the display. No further investigation will be conducted.

Manufacturer narrative:
Our evaluation of this incident is not yet complete. A follow-up report will be submitted when the evaluation is complete.

Event description:
Welch allyn customer reported their acuity central station primary 22" flat panel display was illegible, resulting in a loss of centralized patient monitoring. Welch allyn advised that the display would need to be replaced. There was no report of any patient harm as a result of this reported event. The customer did not provide any patient information.